Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision surgery due to a micropuncture at a connection point. Therefore, the preconnected cylinders and pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision surgery due to a micropuncture at a connection point. The patient experienced pain; however, no further details were disclosed. Therefore, the preconnected cylinders and pump were removed and replaced. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correction to b5: event description.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a revision surgery due to a micropuncture at a connection point. The patient experienced pain; however, no further details were disclosed. The preconnected cylinders and pump were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. No anomalies were found with the cylinders. Leak testing of one of the cylinders revealed that there was a hole, consistent with explant, with a resultant leak near the distal end of the cylinder body. Based on the information available and analysis results, the reported clinical observation could not be confirmed. Also, both the reported patient symptoms and the hole related to explant damage are a known risk associated with implant of these devices as indicated in the instructions for use (IFU).